Manufacturer narrative:
(B)(4). Manufacture date: february 27, 2014 ¿ march 4, 2014. Evaluation: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. During visual inspection white particles ranging in size from 0.15 ¿ 3.10 mm were observed floating in the fluid within the bladder. Fourier transform infrared spectroscopy showed the particles to be acrylic material. The reported problem was verified. The cause of the problem is unknown. A CAPA has been opened for this issue. Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
It was reported that there was particulate matter in the balloon of a large volume intermate. This was noted during filling. There was no patient involvement. No additional information is available. This is report 1 of 4.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.